Event description:
It was reported that the ICD gave an sosd alert. During the explant procedure, the lead insulation had a breach and the conductor wires were visible.

Manufacturer narrative:
Analysis found that the outer insulation was abraded and both rv cables were separated at 18 cm from the connector pin due to friction with the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.